Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported they were attempting to implant a xen 45 gel stent in the left eye and "when went to reposition, xen broke into 2 parts". No eye injury occurred.